Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump for insulin therapy and will contact their healthcare provider to obtain alternate insulin therapy if needed.